Manufacturer narrative:
Device was received in normal range of operation. Analysis of device was performed, no anomalies were noted. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity. The sterilization device history record was reviewed and no evidence of abnormal sterilization was found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with a pocket infection at the site of the pulse generator. The device was explanted. The patient was in stable condition.